Manufacturer narrative:
The device was received in backup mode with battery voltage still at beginning-of-life level. Analysis of the device image indicates that hardware errors occurred, resulting in a reset consistent with a hybrid integrated circuit anomaly. After the product code was reloaded, the device exhibits normal characteristics. Electrical and mechanical tests performed including cold temperature soaking and output verification did not identify any functional issues. Backup condition could not be reproduced.

Event description:
It was reported that prior to an implant procedure, the device was found to be in backup vvi (bvvi) mode while still in the box. The device was not used for the procedure and another device was implanted. The patient was in stable condition.